Event description:
It was reported via repair work order that the siderail could potentially unlatch during use due to missing extension springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.